Manufacturer narrative:
(B)(4)

Event description:
It was reported a merlin transmission revealed a supraventricular tachycardia episode incorrectly diagnosed as ventricular tachycardia due to intermittent atrial undersensing of atrial fibrillation with rapid ventricular response. The device briefly stayed in auto mode switching mode. Turning on the morphology discriminator and making a programming change to the discriminator were recommended. The patient has not reported any adverse symptoms and will continue to be monitored.